Manufacturer narrative:
Patient information now provided. Weight was unavailable from the site.software investigation finds that the customer's ceretom scanner produced exams that are volumetrically different than the diagnostic CT exam. Measurements between pegs vary from ceretom scan to ceretom scan and are off by about 2 mm from the actual measurements. Variation in the new ceretom scanner floor caused the image discrepancies in the superior/inferior direction. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon was experiencing inaccuracy issues with framelink automerge. The scan of the mr and CT were 4-5mm off after automerge in 5.4.1 on the navigation system. The surgeon did not perform pointmerge when this occurred; instead did the targeting on the mr then refined the targeting based on the CT only. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information unavailable. A medtronic representative, following-up, reported maintenance and calibrations were done with ceratom, imaging equipment, 2 weeks prior. No definitive root cause was identified and, it is reported the system is to specs; surgery on (B)(6) 2013 went well, post-op ceretom CT confirmed perfect placement of electrodes, no imaging overlay problems. Issue could not be replicated.